Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position. Immediately post s3ur valve implant, the patient complained of back pain and was transferred to the intensive care unit (ICU). A subsequent computed tomography (CT) revealed a localized dissection at the aortic arch, with the arch being noted to have calcification. Antihypertensive management was executed and a non-edwards stent graft was implanted.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Addition to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. However, patient factors might have contributed to the event, including the reported calcification of the aortic arch. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.